Event description:
Post acl procedure, performed in 2006, the pt presented with an infection. Cultures were performed (not on the catheter) and the result was methicillin-resistant staphylococcus aureus (mrsa). The hosp indicated that the acl graft and screws were not infected. The pt was kept in the hosp for treatment (IV antibiotics); currently, the pt is at home recovering on an antibiotic treatment.

Manufacturer narrative:
The device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. According to the ctr for disease control, postoperative surgical site infection varies from surgeon to surgeon, hosp to hosp, procedure to procedure, and pt to pt. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile.